Event description:
A malfunction was reported with a displayed code of malf 12. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed that they could continue using the pump and instructed to contact support again if the malfunction recurred, which the customer understood.